Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that there was worn gears. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5 1 ratio cutter, serial number (B)(4), and a 2 1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on january 15, 2020 revealed that the calibration was out of specifications but the device produced a passing sample mesh. The roller gear was worn. The 1 5 1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable even after replacing the collars and gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 15, 2020 which included replacement of the roller gear and spring pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a worn roller gear that required replacement, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller gear and spring pin were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was worn gears. During the investigation, it was discovered that the cutters both produced an incomplete mesh and were deemed non-repairable even after replacing the collars and gears. No adverse events were reported as a result of this malfunction.